Event description:
On (B)(6) 2014, a customer event was documented as an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument on (B)(6) 2014.

Manufacturer narrative:
Immucor technical support assessed instrument well images via a remote electronic connection method.